Event description:
I got memory gel silicone implants a few years back. After receiving them I developed a chronic cough, asthma, muscle spasms, burning rear breasts, and multiple other symptoms I never experienced before.